Event description:
It was reported that a patient's spinal cord stimulation system hadn't worked and she had had it removed. The system did not address the patient's pain needs 'at all.' It was unknown when the device had been explanted but it was thought that it had been taken out sometime in 2011. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 3777-75, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, (B)(4).